Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified from the obtained information. It was verified that the user facility reprocessed the device in accordance with the instructions for use. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope air/water tube was clogged during reprocessing. There was no patient involvement. The medical device report (MDR) is being submitted to capture the reportable malfunction of insufficient or incorrect reprocessing scope reported by the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the air/water supply tube was clogged by foreign material, a white rubber object. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.